Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was abandoned and replaced. No adverse patient effects were reported.